Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flows and high pi events following lvad implant. According to the vad engineer, even when optimized, pi minimum was around 6, then would shoot up for hypertension or suck down. The patient has a small chest cavity domain which reportedly limited the orientation of the pump, causing the inflow to be pointed a little to the septum. The septum appeared particularly "bouncy" on the transesophageal echocardiography (tee) and likely was intermittently obstructing inflow during diastole, even with a reasonably filled left ventricle (lv). The patient returned to the operating room for repositioning of the pump. It was reported that the flows and patient condition improved following reposition. An update reported that there has been no low flow alarms or pi events present in the detailed documentation provided from the biomedical engineer present in the operating room. It was reported that the patient remains in the intensive care unit (ICU), extubated on continuous renal replacement therapies (crrt). The plan for the patient is to continue care in the cardiacthoracic intensive care unit (cticu) and diurese as able.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events was not confirmed as no log files were submitted for evaluation. According to the account, the low flow events were due to the patient¿s small chest cavity that limited the possible orientations of the pump, which resulted in the inflow slightly pointed towards the septum. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of renal issues and hypertension could not conclusively be established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2020. Following the implant, the patient reportedly experienced low flow events with a high pi. It was reported that while the patient parameters were optimized, pi remained high and would intermittently increase with hypertension. The patient was reported to have a small chest cavity that limited the possible orientations of the pump, which resulted in the inflow slightly pointed towards the septum. It was reported that the septum appeared ¿bouncy¿ on the transesophageal echocardiography (tee), which likely resulted in intermittently obstructed inflow during diastole even with a well-filled left ventricle (lv). The patient subsequently underwent pump repositioning on (B)(6) 2020. Following repositioning, calculated average flow, pi, and patient condition reportedly improved. The patient reportedly remains in the cardiothoracic intensive care unit (cticu), extubated, and on continuous renal replacement therapy (crrt). The patient is reportedly stable and will continue care in the cticu and diurese as able. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate 3 lvas IFU lists hypertension and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Additionally, the IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. Speed, power, flow, and pulsatility index (pi) are also discussed in the IFU. No further information was provided. The manufacturer is closing the file on this event.